Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump showed no damage to the pump. Review of the event history log showed the pump displayed an occurrence of a motor service due alarm. Functional testing involved powering up the pump and showed the device alarmed motor service due. The investigation determined that motor service due was the cause of the reported issue. The motor was replaced. Based on evidence and investigation, the complaint allegation for motor service due was confirmed. The complaint allegation of broken case was not confirmed, as no case damage was found on inspection of the pump. Additional information was received indicating that the issue occurred while in use with a patient and no adverse patient effects were reported.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited "slow del motor alarm and had broken case.". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.